Event description:
It was reported that a hospital employee, (B)(6)., received an electric shock while leaning on the arcadis avantic system to unplug the power supply connector of the sg-cable. (B)(6) was treated for cardiac arrhythmia at the same medical facility in (B)(6). Stayed under medical supervision for one day and later was released from the hospital. According to add'l info received from the site (B)(6). Returned back to work. The reported event occurred in (B)(6).

Manufacturer narrative:
The concerned arcadis avantic unit was taken out of service until the sg-cable replacement. Local siemens engineer was dispatched to the site to replace the part. The cable was replaced and the system was found to be within spec. With the approval of (B)(6) clinic head the arcadis aventic unit was returned to service. The power outlet and electric measurements checked by a clinic's electrician were found to be in order. The replaced cable was requested for further investigation by our factory experts. The investigation of the returned cable did not show any failure. Customer's address: (B)(4).